Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745nt, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is month and year valid h3: analysis found main board lithium ion battery contacts broken/damaged, replacement board not available-unit scrapped. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the other day they charged the controller and then went to charge the implanted neurostimulator. Patient said they started charging with excellent connection and then a while later the controller went dead and wouldn't turn on. Patient service specialist had patient remove battery pack and plug controller into the ac power supply. Patient confirmed controller powered on without battery pack. Patient put battery pack back in and confirmed controller was still blank and unresponsive. Patient plugged in aa batteries and the controller turned on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device. Additional information received from the patient. Patient called stated they received the controller and they are able to charge the ins. Patient stated the controller will not connect to the ins without the recharging antenna plug into the controller. Patient stated they cannot adjust setting or turn therapy on/off with the controller by itself. Controller is 70% and ins 90% charged. A new controller was requested.